Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, 90% stenosed de novo mid right coronary artery (rca), after predilatation with a semi-compliant balloon dilatation catheter the 2.75 x 18 mm xience v was implanted. It was noted that a minor edge dissection was visualized. A second stent was deployed overlapping at dissection and post dilatated without reported incident. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.